Event description:
It was reported that an infusion set patch detached from the applicator during removal of the sticky spiral, after which the user manually attempted to insert the infusion set and then completed a supply change with guidance to replace the site, resuming insulin delivery; this aligned with a use-of-device problem and an unspecified component term. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as a use-of-device problem with no specific component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.